Manufacturer narrative:
DHR review was performed on lot number 7321871; the lot number was built/packaged on nfa line 1 from (B)(6) 2017 thru (B)(6) 2017. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. One photo was submitted for review. The photo displayed a q-syte unit inside of a bottom web package. There was an arrow and circle around the q-syte unit. Red substance in the bottom body of the q-syte. Conclusion(s): indeterminate--without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that leakage occurred from the bd nexiva closed IV catheter system luer-lok. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred from the bd nexiva¿ closed IV catheter system luer-lok. There was no report of exposure, injury, or medical intervention.